Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the day of onset, the patient began treatment with vancomycin 1 gram in two liters (route, frequency, and duration not reported) and meropenem 500 milligrams in two liters (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.